Manufacturer narrative:
Exact date unknown, event occurred a couple years ago from the date manufacturer was made aware. Explant date: couple years ago.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information could be obtained despite good faith efforts.